Manufacturer narrative:
To date, conmed linvatec has not received this device for evaluation. A follow up report will be sent upon receipt of this device and completion of the investigation.

Event description:
The customer reported that during use of this shaver blade in an arthroscopic shoulder procedure, metal shavings were observed in the surgical site. Follow-up with the customer found that not all metal shavings were removed through irrigation and suction. There was no report of serious injury or significant surgical delay related to this event. The surgery was completed using another shaver blade.